Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the customer just want the battery, but customer cancelled the order, and no additional evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was unknown.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device had power failure and battery problem message¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.